Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-08662. It was reported that the pt experienced ineffective therapy. The pt had weakness in her extremities that could not be resolved by programming. When the pt turn off the stimulation for few hours, the weakness was gone. The scs system was explanted. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.